Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in posterior side assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive (shell thickness within specification). Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, an explant surgery was required. Healthcare professional, later reported, left side rupture. Confirmed via MRI. Device was explanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 4: f2203. Continued postal code (e1):(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.